Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the distal circumflex (distal lcx). The physician was using a 2.5x20 mm maverick2 monorail. There was no difficulty inflating the balloon to 12 atms when it ruptured. The pt had no symptoms while the balloon was inflated. The device was removed intact. The procedure was successfully completed with this device. There were no pt complications and the pt remained in "good" condition.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).